Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing due to electromagnetic interference (emi), resulting in an inappropriate atrial tachy response (atr) episode. Technical services (ts) noted this could have been due to a procedure or possibly a tens unit. The health care professional (hcp) would follow up with this patient. This ICD remains in service. No adverse patient effects were reported.